Event description:
It was reported that during a mid-urethral sling and cystoscopy procedure using an advantage fit ultra system, the device did not function correctly when inserted into the patient. Another advantage fit ultra system device was used to complete the procedure. No patient complications were reported. This event has been deemed reportable based on the investigation finding that one of the dilators had separated from the sleeve. Please see block h11 for full investigation details.

Manufacturer narrative:
Bock h11: with all the available information, boston scientific corporation concludes that the reported event of device damaged/defective is confirmed through product analysis. During visual investigation of the returned device, one of the dilators had separated from the sleeve. The sleeve was torn at the point where it begins to overlap with the dilator. No other defects were observed to the system, mesh, or delivery device. Upon receipt at our quality assurance laboratory, this advantage fit ultra system device underwent a thorough analysis. Based on the available information, it is likely that excessive pulling force was applied during the placement of the mesh, resulting in the analyzed device condition and the reported complaint. Therefore, the probable cause selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event.